Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-guidant atrial pacing lead exhibited a pacing impedance of greater than 3000 ohms. The lead was tested during the device replacement procedure and no issues were observed at that time. A guidant technical services consultant discussed a possible loose setscrew. The patient was sent home and will be seen again later this month. No changes were made to the programmed parameters. Guidant received additional information that an invasive procedure was performed to check the lead connections. All setscrews were reported to be tight with proper connections.